Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Legal guardian (lg) reported that two pods had detached and that one pod malfunction resulted in severe hypoglycemia requiring emergency medical assistance and hospitalization. The affected pod had been worn on the patient¿s leg for longer than 27 hours and remained in place during medical attention. On (B)(6) 2026, the patient experienced persistent low blood glucose levels, with a reported value of approximately 1.7 mmol/l (31 mg/dl), accompanied by dizziness, headache, drowsiness, and shaking. Emergency services were required, and the patient was hospitalized for approximately 24 hours and discharged on (B)(6) 2026. The treating medical team attributed the event to excessive insulin delivery from the pod and identified no underlying health conditions following evaluation. Treatment included hypoglycemia interventions using glucose gel and insulin pen injections, and blood glucose levels stabilized after pod removal. Lg confirmed that the pod was discarded at the hospital and therefore unavailable for return.